Manufacturer narrative:
The evaluation of the returned modular cable confirmed the report of cosmetic damage to the outer jacket of the cable. Examination of the modular cable found that the outer jacket and bend reliefs were discolored. The outer jacket was bunched up and torn at approximately 16 inches from the controller connector. The polyurethane around the cut area showed a cracked surface and felt softer than the surrounding material. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Visual examination of the underlying armor layer revealed no evidence of damage. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The instructions for use and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The instructions for use also instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 2 years. The modular cable was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the silastic covering of the pump''s modular cable was blistered. The modular cable was exchanged for cosmetic purpose. No pump stoppages were noted. The patient was asymptomatic. No further information was provided.